Event description:
The device was used during a roux en y procedure. Reportedly, the surgeon stated the staple line leaked so he manually oversewed. No pt injury reported. The clincally applied device was discarded.